Event description:
Patient felt pain, x-rays revealed loose tibial component.

Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate was reported. The event was confirmed based on an x-ray provided. Method & results: the product was not returned for evaluation. Insufficient medical records were received for review with a clinical consultant. The device history indicated the device was manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been no other similar reported events for the lot referenced. Conclusions: the reported event was confirmed by the clinical consultant, based on the x-ray provided. However, the exact cause of the reported loosening could not be determined with the limited information provided. Further information such as product return, additional x-rays, operative notes, medical records and follow-up notes are needed to complete the investigation to determine a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient felt pain, x-rays revealed loose tibial component.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.